Event description:
Healthcare professional reports one incident of a blood leak at the beginning of pt treatment. Incident occurred on use #5 of the dialyzer. Noted by a blood leak alarm and confirmed by hemastix. Visible blood noted in the dialysate. Estimated blood loss was 250 cc's. Treatment continued with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.